Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effects of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a mildly calcified, moderately tortuous de novo right coronary artery that is 90% stenosed. The lesion was pre-dilatated with a 2.0x12mm unspecified balloon and the 4.0x28mm xience xpedition stent delivery system was deployed at 10 atmospheres (atm). Post dilatation was preformed with a 4.5x12mm non-compliant balloon at 16 and 18 atm. A distal edge dissection was observed and treated with 4.0x28mm xience prime stent. There were no adverse patient sequela and no clinically significant delay. No additional information was provided.